Event description:
Event was reported to (B)(4) by an attorney. The patient suffers chronic pelvic and vaginal area pain, worsening urinary incontinence, the inability to void, and severe pain during sexual intercourse. No further information has been provided.